Event description:
During treatment of an anterior communicating artery aneurysm. The coil cannot be detached normally after it was in place. Multiple detachment controllers were used unsuccessfully. The implant coil was observed to be detached from the delivery pusher with a portion remaining in the aneurysm and the microcatheter. A guidewire was used to wrap around the coil and remove successfully. No patient harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Items returned for evaluation: pusher, implant. Items not returned for evaluation: introducer, dispenser hoop, shrink lock, microcatheter, v-grip. The visual analysis of the returned items found the pusher and lead wires twisted and broken at the distal section (img a), and the hypotube kinked with lead wire separation at the proximal section. The distal portion of the pusher was returned and found the implant to still be attached to the pusher with coils stretched and loops deformed. Further investigation found the monofilament to be intact at the pusher's attachment. Continuity and resistance testing could not be performed due to the broken condition of the pusher and lead wires; however, if the device was attempted to be detached during the procedure after the broken condition was present on the pusher, non-detachment would occur.